Event description:
Pt was revised to address tibial loosening.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.